Event description:
It was reported that the patient received inappropriate shock. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of inappropriate shock was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and passed all tests. No device anomaly was observed. It is suspected that the reported inappropriate shock was caused by a lead issue.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.